Event description:
Customer reported one confirmed case of chemical colitis.

Manufacturer narrative:
Evaluation : device is a consumable product and was not returned by facility. Evaluation consisted of communication with user facility to understand possible cause if event. According to facility representative, the patient reported to have high sensitivity to the active ingredient of rapicide opa-28 which may have caused the chemical colitis to occur. The patient reported abdominal pain and sought medical attention where patient was diagnosed with chemical colitis. Patient was admitted to the hospital overnight. Cat scan was performed and patient was treated. The following day or two after being released from the hospital, patient continued to experience slight discomfort (an expected side effect according to the treating physician). The facility has attempted to contact patient for additional information with no success. The facility reported the aer unit operated to specification and no errors or alarms occurred. As a precaution, mediators dispatched a field service engineer to check the machine and confirm its operation. Machine was programed with the correct settings, pressure gauges and filters were checked and confirmed to be ok. All temperature settings were also checked and confirmed correct. Fse ran three test cycles on both sides of unit and confirmed unit functioned properly. Unit operated properly and opa solution passed test strips the day the suspect endoscope was reprocessed. Chemical colitis can be caused from inadequate rinsing techniques or incomplete cycles in aer machine. It has been reported by the facility complete cycle occurred and all proper procedures were followed. It is suspected (and suggested by patient), the cause of the incident was most likely due to a sensitivity issue of the acceptable levels of ortho-paraldehyde residuals which remained on the scope post reprocessing. If additional information is received by the facility or patient concerning this incident, mediators will review and determine if additional action or supplemental report is needed. Mediators will continue to monitor this within the complaint system. Consumable product, not available.